Event description:
It was reported that the intra-aortic balloon (iab) became stuck in the metallic sheath. As a result, a new kit was opened & tried, but the same issue occurred. The condition of the pt was unk at the time of submission. Additional info received from regulatory/technical guarantee on 7/01/2010 stated the iab was prepped & md inserted the super arrow-flex (saf) sheath into the pt's femoral artery. As the md was inserting the iab through the saf sheath, the iab became stuck in the saf sheath. As a result, the md removed the iab & saf sheath as one unit allowing the spring wire guide (swg) to remain in the femoral artery. The md requested another iab for insertion. There was no reported pt death or injury. Medical/surgical intervention was not required. There were no reported pt complications. The pt outcome is listed as "still alive". Reference MDR # 1219856-2010-00461 for the second event and MDR # 1219856-2010-00462 for the third event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.